Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device could not be requested for evaluation as the facility details were not present in the medwatch therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device or excessive bending forces being applied during use. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Facility details not given in medwatch.

Event description:
It was reported via an FDA medwatch letter (mw5064437) that a patient underwent a shoulder arthroscopy on (B)(6) 2016. During the procedure metal shavings were released when the ar-8400obe burr was used. Per medwatch letter there was no adverse impact to the patient to date. Medwatch letter states the equipment was sent back to the manufacturer for evaluation however the letter does not contain any reporter/facility contact name or information. Without contact information arthrex cannot conclusively determine if the device was reported to arthrex previously, if the device was returned for evaluation or if the metal shavings were fully retrieved or not.